Event description:
A nurse reported a case of endophthalmitis that came up 3 days post operatively. The culture came back streptococcus. The pt had been treated with antibiotics. Additional info has been requested but not received yet.

Manufacturer narrative:
Case of endophthalmitis reported. Culture was noted to have growth for genus "strep" however species of bacteria was not noted in the complaint file; therefore, origin is not able to be determined. There are currently over 50 species recognized in this genus. This complaint was opened for a reported event of system was involved in an endophthalmitis event. There was no system svc performed for this reported event; therefore, system non-conformance cannot be determined. However, as stated by the company clinical analyst. This investigation has been opened for the system console. The system is a closed system. The system is operated with a sterile single use fluid mgmt sys (fms) which is designed to isolate the pt fluid path from the console itself, as reiterated in the fms design requirements. It is therefore a physical impossibility for the console itself to have cause or contributed to this reported event of endophthalmitis. There has been no adverse trend observed for the reported complaint class "h-endophthalmitis" related to the sys. As stated by the company clinical analyst, the sys is a closed system. The system operated with a sterile single use fluid mgmt sys (fms) which is designed to isolate the pt fluid path from the console itself, as reiterated in the fms design requirements. Therefore, the sys is not suspected to be a contributing factor to the reported event and the root cause of the reported event remains unk. (B)(4).